Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This report covers 1 of 4 MDR submissions; mw5180928 is associated with mw5180929, mw5180930, mw5180931. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer called to report that their freestyle libre 3 sensor was on the adc recall list that they have received. There were no reports of any issue with an adc device. Adc customer service attempted to contact the customer (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.